Event description:
A surgeon reported that pt who received tcp putty (calstrux) in conjunction with op-1 implant experienced swelling, pain, and indurated tissue at the operative site and neurological symptoms which included weakness in the hand. No surgical intervention was necessary and the events were resolving. The surgeon suspected the events were related to tcp putty (calstrux) and op-1 implant. Follow-up info received on 7/24/06 confirmed that the pt, a female who received tcp putty (calstrux) in conjunction with op-1 implant in 06 as part of an open reduction internal fixation with a bone graft, a plate and screws for a delayed union of the clavicle, experienced swelling, pain, and induration at the operative site, brachial plexus dysfunction and difficulty swallowing 1 day following the surgery. The events prolonged hospitalization and were considered serious. Testing included x-rays. Treament included analgesics (not specified). The surgeon suspects the events are due to tcp putty (calstrux), not op-1 implant. The events resolved. No significant surgical history, concurrent illnesses, or concomitant medications. No additional info is expected.